Event description:
Customer reports device displayed fault condition after transport of a monitoring only pt. Fault condition did not occur during pt transport; no adverse outcome to pt. Svc rep has been unable to duplicate the reported condition.